Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient's pump went dry a long time ago. When the hcp went to replace the pump due to empty reservoir, they found that the catheter was not attached and was completely out of pocket area. Dye study was attempted but the hcp was unable to aspirate catheter. Old pump was removed and a catheter replacement would be scheduled. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.